Manufacturer narrative:
The reported issue of the driver alarming when powered was confirmed during review of the driver's alarm history and reproduced during functional testing of the driver. The root cause was determined to be a malfunction of the u22 pressure sensor on the main printed circuit board assembly (pcba). This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4)

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver will be evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
During a routine evaluation, a syncardia technician reported that the freedom driver exhibited a fault alarm.